Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. In addition, the customer received a cartridge alarm 19 during the load process. The customer was able to reload the cartridge successfully. There was no impact to the customer's blood glucose level.